Event description:
It was reported patient required revision surgery. The t2 recon rod was revised for a larger diameter due to non union.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.